Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted: product ID 8835 serial# (B)(4). Product type programmer, patient product ID 8709sc lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6). Product type catheter. (B)(4).

Event description:
It was reported that a catheter revision was completed, due to a change in therapeutic effect and an eventually found kink in the catheter. Reporter stated that the patient had no pain relief for over a month after implant ((B)(6) 2012) because, the concentration of medication started "was so low" a kink was subsequently discovered and a catheter revision was done on (B)(6) 2012. The provider performed a catheter dye study on (B)(6) 2012, and they were unable to aspirate. The provider reported, the signs and symptoms related to the reported event as increased pain, vomiting and depression. The healthcare provider then performed the catheter revision on (B)(6) 2012, due to the catheter kinking. Following revision, the patient continued to have concerns regarding pain. The patient stated "the slow progression in concentration is debilitating, I vomited from the pain for the first 2 weeks with 2 emergency room visits for i.v. Fluids and pain levels of 10". As of (B)(6) 2012, the pump was up to 3.871mg/day total of dilaudid, whereas the patient reports the "I'm normally between 8 and 10.5 mg/day and have had it as high as 12.5 mg/day for a couple of months back in 2009". The patient also reported ongoing treatment of depression which correlated with the pain and pain treatment. The pain level as of (B)(6) 2012 was reported between 7 and 8. The healthcare provider reported no injury. The medication in the pump was dilaudid. Additional information had been requested, however was not yet available at the time of the report.